Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump was being used as a "sucker" pump, the speed was decreased to flow rate near 50 cc/minute. The pump was observed to have a "jerky" stop/start rotation. The device was not charged out, as the user increased speed to alleviate problem. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.